Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the patient had received a heart transplant after 7 months of support on the lvad. According to the pathology findings provided to the manufacturer, the patient had been treated for a driveline infection and gastrointestinal (gi) bleeding during the course of support with the lvad. The patient had reportedly discontinued taking his coumadin for a month prior to the heart transplant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.